Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that the wire broke and was left inside the patient. An accustick¿ ii was selected for a pyelostomy procedure. During the procedure, when inserting the 0.014" wire through the sheath, the wire broke and a 10cm part was left inside the patient.